Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough floppy . Inflation: everest. Guide cath: taiga 6fr ebu 3.5. Sheath: radifocus 6fr. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Physical resistance in the lesion/anatomy during advancement and/or withdrawal can be affected by numerous factors including but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage noted to the sds or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. The lesion was described as heavily calcified, heavily tortuous, and 99% stenosed, which likely contributed to the reported difficulties. There is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal to distal circumflex artery with heavy tortuosity and calcification. Pre-dilatation was performed and the 2.75 x 15 mm promus stent delivery system was advanced. Some resistance was noted with the calcified vessel, but the stent was placed at the lesion and inflated successfully. Slight resistance was noted during removal. There were no adverse patient effects. No additional information was provided.